Event description:
It was reported that the procedure was to treat a heavily calcified proximal left anterior descending artery. Pre-dilatation was performed several times with a non-compliant balloon catheter. A 2.75 x 28 mm xience v stent delivery system was being advanced to the lesion; however it could not cross and the distal shaft separated. The entire catheter was able to be removed from the anatomy. Another unspecified device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however, it was noted that the proximal shaft was separated and not the distal shaft as initially reported. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.